Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with and afx bifurcated and suprarenal device in 2012. Recently, during a doctor visit for an unrelated issue, the physician performed a physical exam and felt a pulsatile mass in the abdomen. A CT scan was performed and an endoleak type iiib with sac expansion was noted. Patient will be referred to another physician for treatment plans.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the reported endoleak type iiia with component separation. Clinical was unable to find evidence to support the reported sac growth. The most likely cause of the loss of seal was the oversizing of the cuff in relation to the native body and the bifurcated stent. Procedure related harms and the final patient disposition could not be determined due to a lack of relevant medical records. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on (B)(6) 2015, field training was completed by (B)(6) 2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).